Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer explained that the insulin pump was delivering too much insulin. The customer's blood glucose was 600 mg/dl. The customer then stated that the insulin pump was not displaying correct bolus information. After troubleshooting, it was found that the customer's insulin pump needed to be replaced dude to improper calculations from the bolus wizard. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.